Event description:
It was reported that, the ventilator graphic user interface (gui) display was blank. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and updated the software to the current revision. The unit passed all tests and calibrations and it was operating within the manufacturing specifications.